Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. The following information was provided by the initial reporter: translated to english. The customer stated:the "referral lab returned specimens to lab tests stating red cell buttons. The specimens looked clean, gel barrier and clarity looks good on the majority."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, 4 retention samples from bd inventory were tested. All tubes were found to have good gel separation. Bd was unable to confirm the customer¿s indicated failure mode due to a lack of objective evidence based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. The following information was provided by the initial reporter: translated to english. The customer stated:the "referral lab returned specimens to lab tests stating red cell buttons. The specimens looked clean, gel barrier and clarity looks good on the majority."